Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.56v. Technical services (ts) discussed that the device did not appear to be exhibiting the shortened replacement window (4/05/2007) advisory behavior; therefore, monthly following was not warranted. Ts discussed, however, that the device was likely in the last year of the device life and was showing signs of faster depletion than normal. Additional information was provided that the patient was placed on weekly latitude checks. To date, there have been no reported adverse patient effects related to this clinical observation. The device was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.the device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.